Manufacturer narrative:
The device was returned for analysis. Visual inspection showed dried body fluid was found on the handle, main shaft and distal end. Dried saline was found on distal end and inside several irrigation ports. While manipulating the shaft, continuity checks revealed no electrical opens or shorts, as checked manually using a multi-meter and breakout box. All electrodes, sensor and thermocouple resistances measured in spec and were typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and mes. The lumen pressure decay was measured three times, with re-seating of the tb seal between each test. Pressure decay values were 2.866, 2.884 and 2.909 psi, which were above the acceptable upper limit of 0.30 psi. X-ray found no anomalies. The handle was opened. Dried saline was found between solder joints on the rear connector pcb.

Event description:
Reportable based on device analysis completed on 23dec2019. It was reported that the device displayed an error message. During a redo pulmonary vein isolation (pvi) ablation procedure with an intella nav oi ablation catheter, the following error message was appeared in the system: magnetic sensor is either disconnected or broken (error 1114-2). New catheter solved the issue and the procedure was completed. However, device analysis revealed the cooling lumen leaked saline into the interior of the handle and then between solder joints on the rear connector pcb.